Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx2231 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the flush was performed with saline solution 0.9% before the removing of the guide to cut the catheter. It was stated the second time of puncture, in auxiliary vein, when missing 3cm to finish the insertion, it was observed a hole next to the hub.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. The sample was received with an inlaid stylet. The catheter exhibited several regions of curved shape memory which became more distinct during stylet manipulation. A diagonally aligned split was observed between the 1cm and 2cm depth markings. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed irregular and granular fracture surfaces. Discoloration was observed in the vicinity of the split. Following longitudinal bisection of the catheter in the vicinity of the split, inspection of the inside surface revealed longitudinal abrasions. The interior damage was more extensive than the external damage. The split characteristics and interior surface abrasion damage was consistent with damage caused by contact between the catheter and the inlaid stylet. The curved shape memory was also typical of attempted stylet removal against resistance. Such resistance can occur if the catheter is not flushed prior to stylet removal and if removal is attempted through a tortuous path. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿

Event description:
It was reported that the flush was performed with saline solution 0.9% before the removing of the guide to cut the catheter. It was stated the second time of puncture, in auxiliary vein, when missing 3cm to finish the insertion, it was observed a hole next to the hub.